Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 28 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion, however, resistance was met during insertion. The physician removed the device from the patient and predilated the lesion with an unspecified balloon catheter and attempted to re-insert the device, but the stent was found lifted. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, deformed and lifted upwards from the stent profile. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 28 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion, however, resistance was met during insertion. The physician removed the device from the patient and predilated the lesion with an unspecified balloon catheter and attempted to re-insert the device, but the stent was found lifted. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).